Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing which resulted to inappropriate mode switch. The noise was reproduced through isometric exercise. No intervention was performed. Patient was stable.